Manufacturer narrative:
(B)(4). The device was not returned, therefore an evaluation could not be completed.

Event description:
It was reported to gore that during a femoral endarterectomy procedure, a gore-tex® suture broke when tying it.